Event description:
It was reported that during iol implantation the surgeon created a rent in the posterior chamber and vitrectomy cutter failed to operate. Customer stopped the surgery and shifted the patient to a different hospital location where the implanted single piece abbott medical optics iol was explanted and replaced with a new three piece sensar iol. Additional information was received concerning the patient condition stating that there was "anterior chamber reaction 2+ to 3+" and that there is a blood clot. The iol is centered at the sulcus. Although requested, the patient gender and date of birth was not provided. The date of implant, date of explant, and date of event(s) were not provided. No further information was provided.

Manufacturer narrative:
The amo tac vitrectomy handpiece was evaluated and it was determined the motor/gearbox failed. The tac handpiece motor failure can be the result of several issues, including age. The scrub nurse is required to prime and test the handpiece prior to surgery as per directions for use. Placeholder.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
It was reported second procedure: post vitrectomy the incision was enlarged to explant the single piece sensar iol in a secondary procedure. After anterior vitrectomy a 3-piece sensar was placed in the sulcus. Incision was sutured with single 10-0 vicryl suture. On post operative day 1: intraocular pressure (iop) was 24 mm of hg but 2nd day onwards iop was high 40 mmhg and on the day of 2nd operative procedure it was 44 mmhg - so pre operatively mannitol was given. Corneal edema developed on 3rd post treatment day because of high intraocular pressure. Placeholder.

Manufacturer narrative:
The manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.